Event description:
Customer called to report system pressure dome leak during purging air phase of treatment procedure. Customer stated when system pressure alarm occurred the first time, the alarm was reset, flushed the line and pressed to start. However system pressure alarm occurred, and this was when customer noted there was blood on the pump deck. Customer unloaded system pressure dome and noted blood leaked onto the pressure transducer. Customer noted there was a hole in the diaphram of the pressure dome. Css asked customer if there were any alarms during prime, customer stated there were no alarms during prime. Treatment was aborted and no blood/products were returned to the patient. Patient was reported as stable. Customer did not return product for investigation.

Manufacturer narrative:
Lot c349 was reviewed. There were no non-conformances related to the complaint. This lot met all release requirements. Trends were reviewed for all complaint categories and no trend was detected for pressure dome membrane leak nor for alarm #18: system pressure. Corrective and preventive actions were initiated for alarm #18: system pressure and are now closed. Corrective and preventive actions have been initiated for pressure dome membrane leak. The assessment is based on information available at the time of the investigation. No product was returned by the customer for investigation; therefore, it could not be determined if product met specification. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process. (B)(4).